Event description:
It was reported by the contact that the customer received an auto off alarm. The customer had slept through the alarm. The customer's blood glucose level was 99 mg/dl. The customer did not have contact with the pump for over 12 hours.

Manufacturer narrative:
The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off)." The product has not been returned for evaluation. Should ne relevant information become available a supplemental report will be submitted.